Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented back to the electrophysiology (ep) laboratory for explant of the device an electrode due to infection. The patient was involved in a automobile accident and the sutures separated resulting in an infection. The system was successfully explant without any reported adverse events and the patient is currently on IV antibiotics.